Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels. Bg value not provided. Reportedly, the cause was unknown; however, tended to occur when using infusion sets on the third day. The customer declined to provide additional information regarding the issue.